Manufacturer narrative:
The subject device remains in patient.

Event description:
It was reported that during the embolization procedure for an aneurysm, the three quarters of the coil (subject coil) was in the aneurysm and the coil was found to be stretched. This was the last coil. The physician detached the stretched coil to prevent the implanted coil mass from falling out of the aneurysm. The subject coil was broken and the threads of the coil ended up embolizing into the middle cerebral artery (mca). So the physician used a retriever to pull some of the threads out and a stent to hold the rest to the vessel wall. Later it was reported that the patient passed away due to subarachnoid hemorrhage (sah). No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported main coil broken and main coil protrusion cannot be determined. However, the reported patient death and subarachnoid hemorrhage (sah) are known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient death and subarachnoid hemorrhage (sah).

Event description:
It was reported that during the embolization procedure for an aneurysm, the three quarters of the coil (subject coil) was in the aneurysm and the coil was found to be stretched. This was the last coil. The physician detached the stretched coil to prevent the implanted coil mass from falling out of the aneurysm. The subject coil was broken and the threads of the coil ended up embolizing into the middle cerebral artery (mca). So the physician used a retriever to pull some of the threads out and a stent to hold the rest to the vessel wall. Later it was reported that the patient passed away due to subarachnoid hemorrhage (sah). No further information is available.